Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin therapy. On going trouble shooting resulted in the pump being replaced. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.